Manufacturer narrative:
(B)(4). Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with cracked battery tube threads, cracked case battery tube and cracked case corner belt clip rails. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that insulin pump cracked at belt clip rails went down to the battery case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.